Manufacturer narrative:
The t:slim g4 user guide states: "change your infusion set every 48¿72 hours." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported blood glucose (bg) levels between 300-500 (mg/dl). The infusion site was changed and a pump bolus delivered to address bg levels. The customer mentioned that infusion sets are often worn for up to 4 days.